Event description:
Event: unresolved type I endoleak. Case detail: it was reported that a type I endoleak at the superior attachment site was greatly diminished with the insertion of a competitor's cuff, but there was still a small amount of blushing around the superior attachement and into the sac. The physician anticipates the leak will seal. The patient will be monitored by the physician.